Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemorrhagic stroke could not conclusively be established through this evaluation. It was reported that the patient was hospitalized for a cerebrovascular accident (cva) and was transported between the intensive care unit (ICU) and the normal unit on the power module (pm) instead of batteries. The device alarms were turned off when unplugging the pm and the system was not connected to an external power source for 5 minutes. There were no patient consequences. It was later reported that the patient¿s hemorrhagic stroke was diagnosed with a scan, and the patient was doing well and being treated with medication. There were reportedly no device malfunctions, and the patient was transported on a power module due to a lack of knowledge. Additional training on the device and patient transport procedures was planned. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Section 3, ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. This section also describes how to properly switch between power sources and explains that the power module has an internal backup battery that provides approximately 30 minutes of backup power to the heartmate 3 system if power fails or is disconnected. If the power module is disconnected from external power, the power module backup battery operates the left ventricular assist system and the power module alarms until the battery is depleted. The backup battery automatically disengages after power is restored. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been hospitalized for a left occipital cerebrovascular accident (cva). The patient was treated with medication and was reported to be doing well.